Event description:
Pt reported that back to back tests performed on ss meter (done within 10 min. Of each other using separate finger sticks) were 160 and 13 mg/dl (170% difference). No symptoms were reported. Pt did not have supplies to do control test. Lfs rep discovered the meter is cleaned with alcohol (contrary to manufacturer's product recommendations). Coding, cleaning, use of control solution and strip storage were reviewed. The meter was replaced. There was no allegation of harm.